Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 319.006, lot# 4306113. Manufacturing location: (B)(4), release to warehouse date: aug 15, 2007. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The depth gauge was inspected at us customer quality (cq). Upon visual inspection, it was observed that the needle of the depth gauge was broken off and the needle was not returned. The complaint condition was visually confirmed and consistent with the reported condition. No new malfunctions have been identified. The dimensional analysis could not be performed as the relevant component (needle) was not returned. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. During the cq investigation, the material review was performed, and the material was determined to be conforming at the time of manufacture. The complaint condition is confirmed as the depth gauge (part: 319.006) was received broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, three (3) depth gauges and one (1) dynamic hip system (dhs) coupling screw were found broken in the sterile processing department (spd). The metal part of the depth gauges were broken by the wire portion. The coupling screw broke at the threads. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 4 of 4 for (B)(4).